Event description:
The customer alleged an electrical burning smell when the unit was running. They canceled the cycle, unplugged the unit and moved it outside of the room. The room was filled with smoke, however, they did not experience any reactions to it. They have instruments stuck inside the unit. The asp field service engineer (fse) found that the system had been moved out of the facility into generator room. The system was shut down. The fse was required to replace the system's electrical plug in order to accommodate alternate receptacle. The system was able to pump. Down, but the vacuum pump did not power up smoothly. After running pump, a burning odor was detected which appeared to be coming from the rear of the vacuum pump. The odor was not as noticeable once pump was not running. The fse removed and replaced the vacuum pump and clogged oil return valve. The pump intake port was clogged with debris as well as used dirty pump oil. The fse performed complete system check including a level-2 planned maintenance. The fse performed test cycles prior to returning system to facility. The fse replaced the electrical plug, then performed another cycle inside the facility. All cycles completed successfully. System meets mfg requirements. The vacuum pump was returned to asp for evaluation.

Manufacturer narrative:
Electrical failure: vacuum pump was received at asp's irvine facility in 2008. Investigation was conducted and determined root cause is similar. The run capacitor appeared to have combusted and melted, and therefore pump no longer functions. Per alcatel, the alcatel 2021i vacuum pump was originally designed with an iec safety class p0 run capacitor, which when overloaded can fail and catch on fire. The run capacitor had a potential to catch on fire due to material degradation over time which lead to localized current densities and resulting heat build-up. This problem can occur through normal usage. The run capacitor is engaged 3-5 seconds after power is applied to the pump. The capacitor in this case did not catch on fire and spread to rest of vacuum pump/sterrad 50 system. Heat was contained within the vacuum pump motor housing and ID not spread. A review of the DHR shows that vacuum pump serial number is within range of vacuum pumps affected by faulty capacitor per alcatel. Risk assessment was conducted per health hazard evaluation.